Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had been showing noise, increase capture threshold and increase impedance. Patient was asymptomatic. The lead was capped and replaced successfully. The patient was stable following the procedure and will be followed normally.